Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) was replaced due to previous "failures." No patient complications have been reported as a result of this event.